Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser displayed an error indicating there was a fiber connection issue. Troubleshooting was attempted by changing the fiber to no avail. It was noted that the port had been cleaned a few months prior so it was suspected that the resonator caused the experience. The procedure was cancelled due to this event; however, the patient had already been administered epidural anesthesia. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser displayed an error indicating there was a fiber connection issue. Troubleshooting was attempted by changing the fiber to no avail. It was noted that the port had been cleaned a few months prior so it was suspected that the resonator caused the experience. The procedure was cancelled due to this event. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
A device history record review confirmed that the device met all material and performance specifications. Visual inspection of the returned resonator did not identify any anomalies. The resonator passed all functional testing. The reported issue could not be confirmed and there was no issue with the resonator. Based on the all available information, including the investigation results, the cause of the reported issue that led to the procedure being aborted could not be determined.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, the laser displayed an error indicating there was a fiber connection issue. Troubleshooting was attempted by changing the fiber to no avail. It was noted that the port had been cleaned a few months prior so it was suspected that the resonator caused the experience. The procedure was cancelled due to this event; however, the patient had already been administered epidural anesthesia. There were no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.